Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of epic biliary stent partially deployed. Block h10: an epic biliary delivery system was received for analysis; the stent was not returned. Visual and tactile inspections found multiple kinks on the inner sheath. No problems were noted on the handle; however, the safety clip was removed from the rack. No other problems were noted to the delivery system. Product analysis did not confirm the reported event of stent partially deployed as the stent was deployed from the delivery system and was not returned. It is most likely that the patient's tortuous anatomy contributed to the observed event of inner sheath kinked when the device was advanced to cross the target lesion which then resulted to the stent being unable to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an epic biliary stent was used in the biliary tree to treat a cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with bilateral stenting procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the first stent was successfully deployed; however, the epic biliary stent was unable to fully deploy even after all clicks on the thumbwheel were completed. The epic biliary stent was partially covered by the deployment suture on the delivery system when it was removed from the patient. The procedure was not completed as the deployed stent caused the parallel vessel to constrict and would not be possible to deploy another stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an epic biliary stent was used in the biliary tree to treat a cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with bilateral stenting procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the first stent was successfully deployed; however, the epic biliary stent was unable to fully deploy even after all clicks on the thumbwheel were completed. The epic biliary stent was partially covered by the deployment suture on the delivery system when it was removed from the patient. The procedure was not completed as the deployed stent caused the parallel vessel to constrict and would not be possible to deploy another stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Imdrf device code a15 captures the reportable event of epic biliary stent partially deployed.